Event description:
During a coil embolization of the internal carotid artery (not calcified and tortuosity unknown), the procedure, the orbit galaxy complex fill coil 3 x 8 coil (640cf0308/13500386) was stuck in the middle of the microcatheter (brand and size unknown). Once the coil was removed, it was visible that coil prematurely detached from the delivery system. The procedure was continued using another new coil orbit galaxy complex fill coil 3 x 8 (640cf0308, unknown lot no.) And a new microcatheter (brand and size unknown). The procedure was successfully completed with no further issues. After the event, both the coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times, and constant fluoroscopy was performed at all times. No further information was available. No patient injury was reported. The product will not be returned for evaluation.

Manufacturer narrative:
During a coil embolization of the internal carotid artery (not calcified and tortuosity unknown), the procedure, the orbit galaxy complex fill coil 3 x 8 coil (640cf0308/13500386) was stuck in the middle of the microcatheter (brand and size unknown). Once the coil was removed, it was visible that coil prematurely detached from the delivery system. The procedure was continued using another new coil orbit galaxy complex fill coil 3 x 8 (640cf0308, unknown lot no.) And a new microcatheter (brand and size unknown). The procedure was successfully completed with no further issues. After the event, both the coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times, and constant fluoroscopy was performed at all times. No further information was available. No patient injury was reported. The product will not be returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500386 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including embolic headpiece strength pull test, embolic coil attachment pull test (eas) and embolic coil detachment pressure test (cdp). It was reported that the product is not available for analysis. Based on the available information and with the return of the involved device, no conclusion can be made regarding the inability to insert the orbit through the unknown microcatheter. It is possible that procedural factors/vessel characteristics may have contributed and that this device interaction led to the coil detachment upon withdrawal in the presence of resistance. With review of the device history records, there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500386 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.